Manufacturer narrative:
Preliminary analysis showed that the device operated as specified.

Event description:
Reportedly, unexpected battery depletion was observed in one year despite no changing in the parameters (same pacing percentage, same pacing amplitude). A re-intervention is scheduled.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, unexpected battery depletion was observed in one year despite no changing in the parameters (same pacing percentage, same pacing amplitude). A re-intervention is scheduled.

Event description:
Reportedly, unexpected battery depletion was observed in one year despite no changing in the parameters (same pacing percentage, same pacing amplitude). A re-intervention is scheduled.